Event description:
The device was returned from the user facility with an unspecified complaint. During manufacturer testing, the motor shaft extension was found to be broken and spinning on the shaft. It was noted that the pump was incrementing as if fluid were being delivered, but no fluid was delivered. There were no reports of any adverse pt events associated with the device while in clinical use. Though requested, no further info was provided.